Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the bearings were worn and loose causing the device to fail the vibration test. It was determined that worn or loose bearings created a situation where the cutter was not able to be inserted. It was further determined that if the cutter was able to be inserted and the device was run, it could cause vibration. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be due to worn bearings that were no longer in axial alignment from normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that it was difficult to insert the drill bits into the attachments device. During in-house engineering evaluation, it was discovered that the device failed the vibration test. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.